Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced, the collimator was calibrated, and the software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system failed to generate fluoroscopy x-rays attributed to a kv on in error. There are no reports of patient injury or death associated with this event.